Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid and abdominal pain. The cause of peritonitis was unknown. A day after the event onset, the patient was hospitalized and was treated with vancomycin injection (1gm, frequency unknown) and amikacin injection (250mg, frequency unknown) for peritonitis. On an unknown date, the patient was discharged from the hospital and the antibiotic treatment was stopped. At the time of this report, the patient recovered and was stable for this event. Pd therapy was stopped. On an unknown date, the patient¿s catheter was removed due to peritonitis. And patient is now doing hd twice a week. No additional information is available.